Event description:
The patient reported that they had their entire system removed. The patient elected to have the system removed because they were diagnosed with lymphoma in (B)(6) 2016 in the middle of their back where the wires were. They also didn't feel that the stimulation therapy was doing enough good for them since about 4 months prior to the report. The patient noted that they just needed a new back and legs. The patient was implanted for spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.